Manufacturer narrative:
Per email from MDR response line, I should provide a description as to why this report was late. The detailed description of the events will be attached to this MDR under file name: MDR report.

Event description:
The customer called to inform that a CPAP sanitizer had an incident occur in which the device failed and began smoking. There was no injury associated with the event.